Event description:
Reporter alleged the customer obtained discrepant back to back blood glucose results of 110 mg/dl, 70 mg/dl and 67 mg/dl when all tests were performed within 10 mins on the aviva system. Reporter stated he self-treated with candy as he was not feeling well with the readings. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device.